Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not recognize the insulin cartridge. Additionally, it was reported that customer was having issues charging the pump battery. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot or provide further information.